Manufacturer narrative:
The device has not been returned for evaluation. Therefore, the root cause of the event cannot be determined. Coil protrusion is a known potential complication associated with the use of coil embolization assist devices, including comaneci. However, according to physician report, it is possible that the protruding of the subject device into the aneurysm, as it was being withdrawn, may have been associated to the patient's challenging acute basilar-pca angle.

Event description:
It was reported that during treatment of a wide-necked basilar tip aneurysm, the comaneci 17 was protruded into the aneurysm coil mass as it was being withdrawn. After multiple manipulations the physician withdrew the device and completed the aneurysm coiling procedure, however one coil remained herniated into the parent artery. There was no reported patient injury or clinical consequence. The patient is reported to be doing well.